Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 400 mg/dl blood glucose (bg). The user stated the pump works well when bg stays under 200 but does not correct enough to get back into range when above 300 mg/dl. The user lets the pump correct the high bg along with 30 units of insulin while connected. The user was lethargic and tired during the episode but did not require any further intervention. Additional device training was arranged for the user.